Manufacturer narrative:
Identifying information of the part, such as the lot number of the device was not reported to paragon 28. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. The tip of the 2.3 x 230 mm k-wire broke at the line of the last divet, an area that indicates small thread length. It was reported that the surgeon was able to get the screw to go over the k-wire in the body therefore, the tip of the k-wire was left inside the patient.